Event description:
Additional information from a healthcare professional (hcp) reported the pain was resolved but the leakage was not resolved. The hcp stated to resolve the pain in the rectum/vaginal area and the return of symptoms there was reprogramming on multiple dates. The hcp stated the cause of the pain in the rectum and/vaginal area was the patient turned it up too high and caused pain. The hcp stated the leakage was the same as prior to the implant. The hcp stated were was a physical exam done.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that all of sudden the patient started to experience ¿red hot poker,¿ jabbing pain in the rectal and vaginal area so they turned down the setting, and the patient took some pain medication which helped for a while. It was stated the patient wasn¿t really doing anything, just in the recliner and using their computer. It was noted that it wasn¿t incision pain. It was stated the jabbing pain returned when the patient was sitting or bending so they called the healthcare provider (hcp). They were directed to continue to decrease the setting if pain continued to return and if needed, turn the stimulation completely off. It was stated they had turned stimulation all the way down to 1.0, and now the leakage was starting to return. It was mentioned that they were told that the new lead may not be in the exact location as the initial system so the patient could notice that the stimulation felt different. The patient was implanted for gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.